Event description:
Baxter reported a mis-spike on a transfer set by clean flash. However, during eval, a crack on the silicone tubing was discovered. No pt injury or medical intervention was reported.

Manufacturer narrative:
Eval summary: results indicate confirmation of the reported event of cut / slice / hole on a transfer set. The root cause was undetermined. Renal quality engineering, along with plant mfg and quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.